Event description:
Technician alleged that the head of the bed will not go up. No patient impact.

Manufacturer narrative:
The technician found the cause to be the head up valve was sticking. The technician replaced the head up valve to resolve the issue.